Event description:
Legal notification indicated that a pt underwent a surgery on july 3, 1997 for a gastric banding. The pt incurred burns to her left arm requiring mos of therapy and med treatment and the expenditure of thousands of dollars in med treatment.